Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The manufacturer representative (rep) reported that the patient (pt) called the clinic reporting pain at the ins site and asking for an explant.  No device issues were reported.  The rep stated they would be meeting with the pt on (B)(6) 2023 to try reprogramming the settings. Information was received from rep stating patient would like stim explanted and is being sent to a neuro for evaluation. Patient is still complaining of increased pain at the site of the battery regardless of if stim is on or off. Provider noted that his right side where the battery is located is weaker than his other side. He also is complaining of issues with holding his bladder. This started happening about 18 days ago. Provider said the site does not look infected and is healing fine. Patient has left stim off since he started having these issues.